Manufacturer narrative:
Philips received, a complaint on the m3535a (heartstart mrx monitor/defib). Indicating a failure with the defibrillator knob, during the functional test. Remote support was provided. And it was determined, that the device did not pass the functional test. Based on the information available, the reported failure was determined, to be a user error. The customer was advised how to proceed. And that if the problem persisted bench repair would be required. The device was confirmed, to be operating, per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time. H3 other text: remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was a knob failure while performing a functional test of the defibrillator. There was no reported patient involvement.